Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi several 8100's failing patient side occlusion less than a year old account name: (B)(6) hospital account #: (B)(4) asset name: asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports several of their 8100's (sn: (B)(4)) failing the patient side occlusion test. Failing at 13.33psi. Customer is concerned because all of these units are less than a year old. Failure device type: alaris system instrument failure problem type: 8100 failure mode: pm testing case resolution: after working with the customer and performing the analog sensors test, it was observed the bottle and patient pressure sensors were out of tolerance. Informed customer pressure sensors get the most wear on the device and these needs replaced. Recommended customer replace pressure sensors. After providing part number, I transferred to order management to place order. Ended call.